Event description:
It was reported that during an thymic tumor resection procedure, in the first device, the central part of the blade was broken off. The broken piece was retrieved. As the broken piece was already retrieved, no piece was left inside the patient's body. In the second device, the device became not to be activated after several times actuations. In the third device, the device became not to be activated after several times actuations. An error was also displayed. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.